Event description:
It was reported by the patient that the previously working remote monitor will not turn on. Troubleshooting steps were taken and ba tteries replaced to no avail. The monitor was returned to the manufacturer. No patient complications have been reported as a result of this event.

Event description:
It was reported by the patient that the previously working remote monitor will not turn on. Troubleshooting steps were taken and batteries replaced to no avail. The return and replacement of the monitor are pending. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(6).

Manufacturer narrative:
Product event summary: analysis found that the unit was unable to power up with good batteries. Visual inspection found battery terminal corrosion. The corrosion did not impact the unit from power up.